Event description:
During treatment of an aneurysm in the ica, the physician was deploying a coil and the coil pusher assembly became stuck in the detachment handle and could not be released. The physician used a new handle to complete the case. There were no associated patient complications.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem could not be determined. Device discarded by hospital.